Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11036 & 2134265-2017-11082. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was advanced in the laa using an expo guide catheter. The physician was probing with the expo to get more depth when a small perforation occurred. The patient remained stable so they continued the procedure. A 21mm watchman® closure device was deployed, met all criteria and was successfully released. The patient was monitored for about 20 minutes and then they were sent to recovery. Several hours later the patient experienced a slight drop in blood pressure and a small pericardial effusion. A pericardiocentesis was performed and they withdrew 250cc of fluid. During the tap, the right ventricle was perforated and stitched using a closure device. It was noted that the perforation to the laa eventually sealed on its own. No further patient complications were reported and the patient status is fine.